Manufacturer narrative:
The device in question was returned to the manufacturer march 12,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the fuse is always blows when the light source is started. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer "fuses are blown" was confirmed. Defective fuses were found. No further defects were detected. This was caused by the defective power supply unit. Consequently, the fuses have blown for safety reason to prevent further damages. As a result, the light source could not be restarted after the failure. The investigation did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. Correction in section d-1-d2-d4. Correction: the supplemental MDR was previously submitted with an incorrect year in the routing number 9610617-2025-00511. It was intended to be filed under 9610617-2024-00511. Additionally, supplemental 1 previously submitted is not related to this MDR. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was not returned to the manufacturer for inspection. Therefore, the error description provided by the customer "too dim to illuminate - during use" could not be verified. As stated, the device complied with the test specification at the time of delivery. Based on the description, provided by the customer, it is therefore concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. Additional information is provided in section d2 and section d4. The event is filed under internal karl storz complaint ID: (B)(4).